Event description:
It was reported that the customer experienced chest pains and was later hospitalized with high blood sugars. Troubleshooting indicated that the device was functioning properly. The customer is lean and was using an infusion set with a 9mm cannula. Recommend trying a different insertion site and sent samples of an infusion set with a smaller cannula.